Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample from the cobas 6000 cobas c 501 module. The initial result was 2.57 g/l and the repeat result was 1.16 g/l. It was unknown if the questionable result was reported outside of the laboratory.